Manufacturer narrative:
On (B)(6) 2017 the r&d project manager performed a visual inspection of the retrieved items and commented as follows: the pieces were analyzed. The stem showed a ha coating still present in some areas. A fibrotic tissue was present inside the macrostructures. Some signs of removal were much evident: scratches and holes were performed on the neck and taper region. Some holes were noticed on the body of the stem too. In the cup the coating in the macrostructures was absorbed while it was still present in the polar area. In some points the fibrotic tissue was visible. Moreover, it was noticed a slightly cut edge probably occurred using the cup removal system to remove the cup. In the dm liner some little pieces of bone tissue were noticed and some little signs on the ball head probably occurred during the removal. From the received pieces it was not possible to determine the root cause of the event.

Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had a primary hip on (B)(6) 2016. On (B)(6) 2016 the patient was revised due to a minimally displaced periprosthetic fracture. The surgeon revised the liner, head and stem. On (B)(6) 2017 the patient came in due to signs of infection. Additional information received on 28 march 2017 and includes: the surgeon revised all medacta hardware as planned. The surgery was completed successfully. On 07 april 2017 the medical affairs director performed a clinical evaluation and commented as follows: infection in cementless tha, 10 months after primary operation. Infection is a known possible adverse event following every surgery, including tha's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on 21 april 2017. Lot 155800: (B)(4) items manufactured and released on 25 february 2016. Expiration date: 2021-02-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Quadra-h cementless, ha coated stem size 2 std, short neck, code 01.12.22sn, lot. 153858 (k082792) (B)(4) items manufactured and released on 15 december 2015. Expiration date: 2020-11-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size s -3.5, code 01.29.201, lot. 157790 (k112115) (B)(4) items manufactured and released on 05 april 2016. Expiration date: 2021-03-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Double mobility hc liner ø 48/28, code 01.26.2848mhc, lot. 156460 (k092265) (B)(4) items manufactured and released on 24 february 2016. Expiration date: 2021-02-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet received.

Event description:
The patient came in due to signs of infection. The surgeon believes the patient has a staphylococcus infection related to dental work. The surgeon revised all medacta hardware as planned. The surgery was completed successfully. X-rays are available. Explants are available.